Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms can be confirmed based on the information recorded in the log file provided by the customer. The log file contained no external power events recorded on september 26, october 12, october 15, and october 27 while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. There was also one brief no external power alarm captured on november 7. The device was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that patient had a v-locking mechanism. Patient confirmed that there was a power outage in their house during the event which resulted in 'no external power' alarm. No further information was provided.

Manufacturer narrative:
Age of device: 1 year, 7 months, 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that manufacturer's technical service representative reviewed the log file and observed no external power events on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. This may be due to the mobile power unit (mpu) ac power cord coming loose at the mpu or ac wall outlet. Additional information was requested but not yet provided.